Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a removal of the implanted affiniti glenoid and another manufacturer's humeral head due to loosening/lysis. No further patient complications have been reported due to this event.